Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the vent plug on a bd nexiva¿ closed IV catheter system was found loose inside the packaging prior to use. If use, this broken product could lead to injury or cause leakage. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation results: a picture sample was received for evaluation by our quality engineer team. Upon examination, the vent plug was observed loose inside the sealed package. The vent plug is inserted into the luer adapter at a specified force during manufacturing. When the product undergoes sterilization, the fit between the vent plug and the adapter becomes loose due to material relaxation. It should be verified that the vent plug is secured prior to insertion of the device, per the instructions for use. DHR review - all relevant samples and challenges were performed per specification and in accordance with the in-process sampling plan on this batch. The review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the observed defect. Qn database review - no reject activities related to this defect were found for this batch. Eura review - rm5769 rev 13(l) nexiva a-eura identifies detached vent plug as a failure mode. Based on the customer's verbatim description, the effect of the defect was clinician dissatisfaction as the defect was noticed upon opening the unit package. This effect has a negligible severity of s1. Occurrence of the this defect for this batch is remote (=10 ipm). With negligible severity and remote occurrence, the risk to the end user is acceptable. The defect of ¿flow plug-loose-missing¿ is a known issue. The vent plug is inserted into the luer adapter at a specified force in manufacturing. When the nexiva product goes through sterilization the fit between the vent plug and luer adapter becomes loose due to material relaxation. Root cause is related to the product design. Per d16383 rev4(c) nexiva instructions for use single port, it should be verified that the vent plug is secured prior to insertion of the device. Severity is negligible and occurrence remote (=10 ipm). A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.